Manufacturer narrative:
(B)(4). Batch # p55k0c: the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Per photographic evaluation: the picture provided shows a piece of tissue with a staple line, bleeding can be observed. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: the sales rep was present in the case. The procedure was a vats wedge with possible lobectomy. The procedure remained a wedge as it was confirmed negative for cancer. The patient had not had any previous chemotherapy or radiation. The device used was a psee45a with no buttressing material. When the surgeon went to fire the second firing of the device on the lung wedge, she saw that the middle/toward distal end of the staple line had opened up to the point of oozing; staples were not properly formed. She then used the same psee45a with a gst45t to fire over the open area. The same device was used to complete the case without further issue; a total of four green and two black gst cartridges were used in the case. No patient consequences have been reported. A photo is available.

Event description:
It was reported that during a vats wedge procedure, surgeon fired a green cartridge on first firing, then went to fire a black cartridge and noticed the first staple line had opened in the center of the staple line. Surgeon ended up firing a black cartridge and completed the wedge. There were no adverse consequences for the patient.